Event description:
Hamilton medical, inc., received med watch report, number 1016385, from FDA, which alleged that a veolar ventilator, serial number unk from the lack of info provided whether the ventilator-in-question functioned improperly or contributed to the alleged event.